Manufacturer narrative:
Device evaluation summary: visual inspection of the returned device shows a separated/loose piece. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the assembly of a circuit, the stop cock on the recirculation line of the custom tubing pack fell apart prior to use. It appeared that there was little to no glue holding the male portion of the stopcock into the luer swivel. The device was replaced by a medtronic product. There was no patient involved. Medtronic received additional information that the device broke during set up and there was little to no glue holding the distal end.

Manufacturer narrative:
Correction b5: event description updated. Correction h11: device evaluation summary: visual inspection of the 2 returned devices shows both have a separated/loose piece. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the assembly of a circuit, the stop cock on the recirculation line of the custom tubing pack fell apart prior to use. It appeared that there was little to no glue holding the male portion of the stopcock into the luer swivel. The device was replaced by a medtronic product. There was no patient involved. Medtronic received additional information that the device broke during set up and there was little to no glue holding the distal end. Medtronic received additional information, via analysis of the returned device, that the same issue was observed with two stopcocks from the custom tubing pack.